Event description:
This situation may not qualify as the typical medsun reported event. Ge medical systems was unable to provide fetal scalp electrodes for customers using ge/corometrics fetal monitors and this became a crisis in our organization and I'm sure it affected other organizations as well. Due to back ordered scalp electrodes, with no release date, we were forced to find another vendor for this type of electrode and convert our monitoring cables at our own expense. There was never a notice from ge about inadequate production and stock for this critical product. In august, we are still working to obtain adequate monitoring cables due to the increased demand for this product from one of the few alternate sources- kendall healthcare. Ge now has fetal scalp electrodes available but we are hesitant to return to use of the ge product.====================== health professional's impression======================inadequate stock of a critical monitoring product increased the danger of being unable to properly monitor a patient.